Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure it was difficult to screw the set screw in the header of the device. The device was replaced and the lead was connected with good electrical measurements. The patient was in stable condition.